Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-25106. It was reported the patient is receiving ineffective coverage and overstimulation in unintended areas. It was also reported the patient becomes hot and sweats profusely when stimulation is on. An sjm representative met with the patient for reprogramming and diagnostics. Lead diagnostics revealed low impedance values. The sjm representative gave the patient new programs to use. The patient may undergo surgical intervention if the new programs do not provide resolution.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.